Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was 156 mg/dl. The customer stated that the device was not exposed to a high magnetic field. The customer was assisted with clearing the alarm. The customer received e70 alarm in alarm history. The customer doesn't use the sensor feature on the pump. The customer was advised that the alarm may be caused by view the sensor glucose while the device is delivering a bolus. The customer was advised that the device would be replaced and agreed to return the product for analysis.